Event description:
It was reported that the programmer could not boot up. The programmer was returned for service. It was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
It was determined at analysis that the analyzer failed the final test due to the input volts could not be applied. The analyzer was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.